Manufacturer narrative:
(B)(4). The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate electric shocks and anti-tachycardia pacing (atp) due to an episode of an atrial driven arrhythmia. This patient was hospitalized and the therapy was deactivated to prevent more shocks being delivered. The device was reprogramed. This patient reports having physiological effects and terrors from the device shocks. No additional adverse patient effects were reported.